Event description:
Dr rec'd complaint of burn near insertion site following procedure involving radionics probe. Found small void in insulation on probe about 42mm from tip. Burn was 3/4" triangular shape. Treated with silvadene at primary care physician's office.